Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states her blood glucose became elevated three days earlier. For several days, her blood glucose levels were between 400 and 500mg/dl, never dropping below 300 despite correction bolus and insulin injections. She was hospitalized on event day upon admission, her blood glucose was 318mg/dl. She was treated with an insulin drip. The device will be returned to evaluation; to ensure that, it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.